Event description:
I am a 32 year diabetic, type one, wearing a tandem x2 insulin pump. I have worn this pump model for the last eight years. Overall I value the technology and the experience has been positive. But there is one flaw within this medical device that needs immediate attention. First, the pump does not have a very loud. Audible alert, and it's at a frequency that is harder for me to hear as I've gotten older. Second, and related to this, when an insulin cartridge has been removed with a new one to replace it, as a user if you're not careful, you might forget to restart the pump. Again this morning, I'm faced with super high blood sugars of close to 400 having changed my insulin when it ran out right before bed. In addition, I now have a moderate level of ketones, which can be life-threatening due to this delay. The device does not create any alarm in the mood in between an insulin change. In other words what I'm asking, is that the insulin pump? Make a much louder, audible alarm in varying tones frequencies every 15 minutes while an insulin changeover has not completed. I am managing the situation at the moment, but as always, it may require going to the ER.